Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 10-mar-2024. (H3) the revision reported in case: (B)(4) was likely the result of either incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), complete wear of the liner, patient conditions, or a combination of the four which led to the liner disassociating from the humeral tray. However, this cannot be confirmed as the devices were not available for evaluation. (H4) device manufacture date: 12-mar-2019. Section h11: the following sections have corrected information: concomitant device: 308-10-00, 5367407 - med prox body +0, 308-15-01, 5535811 - taper locking screw 0, 320-02-42, 5610472 - rs expanded glenosphere 42mm, +4mm offset, 320-10-10, 5808447 - equinoxe reverse tray adapter plate tray +10, 320-15-05, 6216603 - eq rev locking screw, 320-20-00, 6240625 - eq reverse torque defining screw kit.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse tray adapter plate tray +10 (cn: 320-10-10; sn: not reported).

Event description:
As reported, this (B)(6) y/o male patient, weight (B)(6) lbs was initially implanted with a right tsa on (B)(6) 2019. A revision was completed due to a 42mm +2.5 constrained humeral liner disassociating from a +10mm humeral adaptor tray. Implants go to pathology after case, working to retrieve them. Patient was last known to be in stable condition following the event.